Manufacturer narrative:
The procedure is considered off label and it is not included in the intended uses of the device involved.

Event description:
Off-label dermal resurfacing procedure on the neck resulted in permanent skin hypopigmentation. The issue is deemed to be permanent. There was no reported malfunction of the device.